Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg was no longer taking a charge. The patient underwent an explant procedure. No further information could be obtained.